Manufacturer narrative:
Result: the coil is detached from the pusher assembly and the pet-lock is broken. Conclusion: the device was returned for analysis and has been evaluated. The compliant indicates that the coil would not deploy. Evaluation of the returned device could not confirm the complaint. The pusher assembly proximal pet-lock was broken on the proximal end of the pusher, indicating that the coil was detached properly. The coil was no longer attached to the pusher assembly and was not returned. The entire pull-wire was retracted out of the proximal end of the pusher assembly hypo tube with no friction or resistance felt. The cause of this complaint cannot be determined. The coil appears to have been deployed and detached according to the device specifications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a pelvic embolization procedure using a ruby coil. During the procedure, the coil would not deploy.